Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the distal hole of the lcp dhs-pl 135° 4ho l92 standbarrel sst was observed with deformation and scratches. A dimensional inspection was performed for the lcp dhs-pl 135° 4ho l92 standbarrel sst and met specifications. A functional test was performed with the mating device ( part number: 280.150s) and both devices could not be assembled correctly as intended due to damaged observed during the visual inspection. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp dhs-pl 135° 4ho l92 standbarrel sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code: 02.224.224s. Lot number: 5l98070. Manufacturing site: jabil grenchen. Release to warehouse date: 11/10/2019. Expiry date: 01/10/2029. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2023, during a pose of a dhs, the surgeon found himself in trouble with a cervical screw of 115 mm that did not fit on a plate 135°, while the screw of 110 mm went without any issue. The screw was changed by another shorter (110 mm instead of 115 mm as planned initially). No important patient injury but perhaps an instability of the plate with a too short screw and a surgical delay of thirty(30) minutes. It was not an implantation with a navigation system. This report is for one (1) lcp dhs-pl 135° 4ho l92 standbarrel sst. This is report 2 of 2 for complaint (B)(4).